Event description:
Product analysis of the lead was performed, which confirmed discontinuity of both positive and negative quadfilar coils in the connector region of the returned lead portions. The condition of returned lead suggests that observed discontinuities appear to be related to patient manipulation ("twiddler"). Note that the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 85mm and 88mm portions several broken coil strands were observed. Scanning electron microscopy was performed and identified the areas as having evidence of a stress induced fracture (torsional appearance) with secondary break lines, mechanical damage and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. These findings are consistent with patient manipulation / rotation of the device while it was implanted (twiddler). With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. However, based on the overall condition of the returned lead, there appears to be evidence of significant manipulation, which may have contributed to some of the observed stress-induced fractures. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis of the explanted generator found that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Review of programming history. Review of lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, and may have contributed to the increased seizures.

Event description:
Clinic notes were received for the patient¿s referral for prophylactic generator replacement surgery. In the notes dated (B)(6) 2013, the patient presented for follow-up with seizures after six months they were worse. The patient had seven seizures in (B)(6) causing him to fall and hit his head. The patient¿s anti-seizure medication was increased, as well as the vns settings were increased. The physician noted that the patient would be scheduled for generator replacement in (B)(6) 2013. Later, on (B)(6) 2013, the patient presented for follow-up having five seizures in (B)(6) 2013 which the physician believes was due to the ¿vns battery likely wearing low.¿ the vns settings were not changed on this visit, but the patient was referred for generator replacement. Previously on (B)(6) 2012, the patient¿s father reported the patient had one seizure the last month and two seizures in (B)(6) 2012. He was doing well having one to three seizures per month at that time. The patient was continued on his current treatment, and the anti-seizure medication was increased. Vns settings were not changed on this visit. Although surgery is likely, it has not occurred to date. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. No other interventions were taken. Attempts for additional information were unsuccessful from the treating physician's office.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2013. During scheduled prophylactic generator replacement surgery, high impedance was found in the operating room for the lead. The patient had a bad fall approximately six months prior which may have contributed to the high impedance. A lead fracture was not found in the operating room. It is unknown when the last diagnostics were performed on the patient's device. The increase in the patient's seizures are now believed to be related to the high impedance before surgery. The explanted generator and lead were received by the manufacturer on (B)(4) 2013 for analysis. However, analysis has not been competed to date. The implant card and return product form reported the reason for replacement on (B)(6) 2013 was due to prophylactic generator replacement and lead discontinuity.